Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset following instructions from technical support, but screen remained unresponsive, so customer planned to use backup insulin pump while a replacement pump was arranged; technical support confirmed shipping details, instructed customer to place pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.